Event description:
It was reported that during a rotational atherectomy procedure of a calcified lesion, the wire fractured in the pt's aorta. The fractured wire was removed from the pt successfully. The pt's condition and status are listed as good.